Manufacturer narrative:
A photo analysis was conducted for this complaint. A review of the photos determined that the return pressure dome's membrane had become detached from its pressure dome housing. The pressure dome membrane needs to be properly secured to its pressure dome housing in order to ensure a leak free component. Then the pressure dome housing must be properly secured to the instrument's pressure transducer in order to ensure functionality throughout the procedure. The pressure dome component is tested during manufacturing in order to ensure that the component is leak free. The component is tested twice during the sub assembly of the pressure dome and once again as part of the final leak and occlusion test prior to kit release. A material trace of the pressure dome housing assembly and its components used to build this kit lot did not find any related nonconformances. A review of the device history record did not identify any related nonconformances. The cause for the pressure dome leak could not be determined, as no manufacturing related defects were confirmed during the evaluation. Based on the analysis, no remedial actions will be conducted. (B)(4).

Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e328 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, pressure dome membrane leak and alarm #17: return pressure. No trends were detected for these complaint categories. Service order report, (B)(4), feedback: the service technician cleaned the instrument's pump deck and checked the pressure transducers. The system check out procedure was then successfully performed. The system was operating normally and all was within specifications. This assessment is based on information available at the time of the investigation. The analysis of the photos is still in progress. A supplemental report will be filed when the analysis of the photos is complete. (B)(4). Device not returned to the manufacturer.

Event description:
The customer called to report that the return pressure dome leaked after 1001 ml of whole blood processed during a single needle mode procedure. The customer stated that they heard the pressure dome" pop" , and then the pressure dome leaked onto the instrument's pump deck. The customer reported that alarm #17: return pressure alarms also occurred while the treatment was in the collect phase. The customer stated that the alarm #17: return pressure alarms occurred right before the return pressure dome came off of the pressure sensor. The customer reported that the treatment was aborted with no blood/products returned to the patient. The customer stated that the patient was stable post procedure and was sent home. Service was requested. Photos were submitted for investigation.